Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected error test, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no motor error alarm or moisture damage was found inside the pump. However, the pump was received with motor screeching noise during rewind due to faulty motor. The pump was received with scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 132 mg/dl. The customer stated that there were multiple no delivery alarms in the history. The customer stated that the alarm occurred during manual prime. The customer stated that the alarm was recurring. The customer noticed moisture damage under the lcd screen. The customer was unable to troubleshoot during time of call.